Event description:
The surgeon attempted to implant an aq2003v lens inside the pt's eye. During insertion the haptic was damaged requiring removal. The pt's postop best-corrected visual acuity was 20/20.